Manufacturer narrative:
Additional information was received on april 30, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging having trouble breathing. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed an unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the iso port entrance, the base unit was found to have moderate unknown dust/dirt/fiber contamination throughout the device internals. Moderate dust/dirt contamination was observed on device pca, manufacturer confirmed the presence of degraded sound abatement foam. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust/dirt contamination and unable to address the patient's symptoms. Section d1, d4, h4 was updated in this report. Sections d8, d9, h2, h3 and h6 has been updated in this report.

Manufacturer narrative:
Additional information was received on may 22, 2026 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging having trouble breathing.there was no report of serious patient harm or injury. Additional information received about the alleged particles in chamber/tubing. Sections a2, a3 have been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged having trouble breathing.there was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.